Event description:
It was reported by email that the siderails do not stay raised due to a "plastic sleeve that keeps breaking." The email did not indicate a serial number, or adverse consequence.

Manufacturer narrative:
The customer has not been able to specify a quantity nor identify serial numbers of units that are reportedly experiencing this issue.